Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent proxi thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device presented a hypotube fracture 57cm from the hub. Functional testing was attempted by placing the device in the angiojet ultra console; however, the device would not prime due to the hypotube fracture. The reported kink was confirmed to be the hypotube fracture; however, the reported leak was not confirmed.

Event description:
Reportable based on the device analysis completed on 18-feb-2021. It was reported that catheter leak and shaft kink occurred. The target lesion was located in the forearm. An angiojet solent proxi was selected for use. However, it was noted that the device was leaking and noticed a kink during priming. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.